Event description:
Customer sent a complaint on 8/12/09 informing that he used lifestyles ultra sensitive condoms on (B) (6) 2009. On the next day, the noticed blood drops on the floor and realized that he was bleeding out of his penis, after urinating. He called a nurse help line and was told to visit a doctor. He went to the doctor, and had some tests done and did not provide further info about the results.